Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, the blue rubber seal was torn on the device and therefore could not blow up the balloon. Another device was used without further consequences. No adverse events reported.